Event description:
It was reported that this pacemaker went from a battery status of nine years remaining to a battery status of six years remaining approximately six months later. The device battery was suspected to be depleting prematurely. It was noted that the patient is 100 percent paced and the automatic capture feature was programmed on during the last in clinic visit six months ago, however, no additional changes were reported to have been made. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient has recently gone into atrial fibrillation (af), which, resulted in an increase in af burden. Technical services (ts) discussed the estimated longevity for this standard longevity device and noted that in the presence of high rate atrial sensing the device will account for that and longevity can change. Ts discussed that six years remaining may be reasonable for this device. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker went from a battery status of nine years remaining to a battery status of six years remaining approximately six months later. The device battery was suspected to be depleting prematurely. It was noted that the patient is 100 percent paced and the automatic capture feature was programmed on during the last in clinic visit six months ago, however, no additional changes were reported to have been made. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.